Manufacturer narrative:
The lead passed photographic imaging tests. External visual inspection revealed that the lead was damaged. The paddle end is missing electrodes. One of the electrode was partially dislodged from the paddle end. Electrical tests could not be performed due to paddle lead damages. The surgical procedure comments stated that the physician noted difficulty while explanting the paddle lead and six contacts had fallen off and became dislodged. The physician is not sure how the contacts fell off, and does not know if the contacts fell off during the explant procedure. It was confirmed via x-ray that no contacts remained in the patient. The paddle lead damages are a result of the explant procedure and are not considered a failure.

Event description:
A report was received that a patient was experiencing undesired stimulation. A bsn sales representative attempted to reprogram the patient, however was unsuccessful. An x-ray was taken and confirmed lead migration. During the procedure, the physician had difficulties explanting the paddle lead as six contacts fell off and became dislodged. The physician successfully removed the contacts and the patient is reportedly doing well.

Event description:
A report was received that a patient was experiencing undesired stimulation. A bsn sales representative attempted to reprogram the patient, however was unsuccessful. An x-ray was taken and confirmed lead migration. During the procedure, the physician had difficulties explanting the paddle lead as six contacts fell off and became dislodged. The physician successfully removed the contacts and the patient is reportedly doing well.